Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging obtaining control solution readings of "120 and 121 mg/dl" which fell below the control solution range printed on the vial of test strips. This complaint is being reported because the alleged control solution issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). The test strips associated with this complaint have been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.